Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 98 milliliters of solution. The reported condition of the tangled coiled tubing was confirmed. Visual examination of the unit confirmed that the coiled tube had 5 turns, which is within the specification of 5 - 5 turns. The unit was refilled and no evidence of tangled tubing was observed. The device met specifications, so no root cause was identified. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
Baxter (B)(4) received a report that one (1) infusor device was observed with entangled coiled tubing during filling. The entangled coiled tubing was stuck between the housing and the volume indicator. The device was filled with 5-fluorouracil 85ml and saline 7ml. There was no patient involvement and no patient injury and medical intervention. No additional information.